Event description:
It was reported that a device was used during a low anterior resection. After firing, the device was difficult to remove from the bowel. The surgeon excised the tissue to remove the device from the bowel. Once released, the surgeon noticed an incomplete cut in the anastomosis. Case was completed with hand suture.